Manufacturer narrative:
Root cause: use of drill without maintaining alignment of drill in-line with implant and k-wire. This misalignment causes high friction between the k wire and the inner diameter of the drill, which can cause the distal tip to deform. It should be noted that training of this community was performed 1 month earlier than this event. It should be noted that initially this event was determined to be not reportable. Upon re-review, it was decided that this should be reported.

Event description:
As per distributor: "the drill was broken inside the patient bone. The surgeon take out the pieces of the broken tip when he proceed to put a mis screw from another company system."